Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device is failing. Re-implantation is planned for (B)(6) 2017.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: based on measurements performed on the device whilst it was implanted and the recipients report it must be assumed that a technical problem was present. Device investigations did not reveal any device defect which is expected to have been present whilst implanted, as the active electrode has been received damaged during removal surgery. Additionally, other damages found during investigation are also attributable to the removal surgery. The recipient was re-implanted with a new device and has reportedly again a good hearing perception. This is a final report.

Event description:
It was reported that the device is failing. The patients hearing with the device was affected. The change in hearing was gradual over time. The user was re-implanted on (B)(6)-2017. The user is doing well with the new device and has adapted within the first few weeks.